Event description:
It was reported that during an unk procedure, the hand piece generated an error five. The pt was not adversely affected. The case was completed with another device. Pt demographics was asked for, none was available.

Manufacturer narrative:
(B)(4). (B)(4). Eval summary - the hand piece was tested on a generator and gave an error code 3. It no longer meets design specs for continuity. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Due to this condition, it may have lead for an error code 5 to occur. As each device is visually inspected and functionally tested during the mfg process, no conclusion could be reached how the damage to the device occurred. Possible causes of continuity: causes that may contribute to this are pinched wires during mfg, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life.